Event description:
Davinci sureform 60 stapler misfired while in abdomen. The sureform 60 stapler misfired and caused the tissue to be pushed out of the stapler jaws ¿ bunching-up the tissue. This occurred several times even with new stapler and new loads. Misfire caused excessive bleeding & bruising. Surgeon will monitor pt for any leaking after surgery.